Event description:
It was reported that review of the device data was requested due to suspected premature battery depletion involving this device. Engineering analysis confirmed that the device was malfunction after device data review and should be explanted and returned for analysis. Additional information noted that during a recent follow up in may 2021 the battery of this device showed 11% remaining where as in (B)(6) 2020 the battery showed 55% remaining and in (B)(6) 2021 16% remaining. The beeper function was not functional due to a magnetic resonance imaging (MRI). The device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that review of the device data was requested due to suspected premature battery depletion involving this device. Engineering analysis confirmed that the device was malfunction after device data review and should be explanted and returned for analysis. Additional information noted that during a recent follow up in (B)(6) 2021 the battery of this device showed 11% remaining where as in (B)(6) 2020 the battery showed 55% remaining and in (B)(6) 2021 16% remaining. The beeper function was not functional due to a magnetic resonance imaging (MRI). The device was explanted and returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.